Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins was increasing intensity without her doing anything and she was feeling stimulation stronger in her thighs versus her back where she was feeling stimulation before. It was unknown what could have led to the issue. The rep reported that she had the patient turn off adaptive stimulation and asked her to see if it stopped increasing on its own. The rep saw the patient the next day to check the intensities on her adaptive stimulation and possibly reorientate the battery if needed. The rep noted that the patient¿s adaptive stimulation settings looked normal. The rep reported that as she checked her programming, she told the rep that she was getting strong stimulation in the front of her thigh where she felt stimulation in her back before. The rep reported that the impedances looked good. The rep went up and down her leads and pushed the direction of the stimulation upwards, only to get strong stimulation in the thighs and stomach. The rep gave the patient a high density setting to and told her to run the intensity to comfort. The rep reported that the patient was requesting x-rays to see if the leads had dropped. The rep noted that the date for the x-ray had not been set. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's device was working really good but when they went on a walk, all of a sudden it started turning up by itself. Patient stated they met with a rep and made them aware, however the rep assured the patient it was working correctly but it happened again. Patient stated this started in july and patient made rep aware in july. Patient stated that she had numbness and burning when they started feeling it in their front and not their back, which also started in july. Patient reported an x-ray was done however nothing moved but they were skeptical. Patient was unhappy with the stimulation coverage and stated it stimulated her legs and it was causing it to hurt. Patient reported at one point she felt stim in her back and something specific happened so now she did not get coverage in her back. Patient reported no falls/ trauma and that they have gone through every program and tried them all. The patient reprogrammed with hd stimulation to cover the area of pain and would be running it to comfort. Issue not resolved at this time. Patient reported she turned stimulation off. No further complications were reported/anticipated.